Event description:
The customer complained a false negative reaction of a cap dat survey (cap 2011 dat-a) with anti-human globulin anti-igg, -c3d; polyspecific.

Manufacturer narrative:
Summary: the testing of the quality control laboratory confirmed the correct function of the complained lot of anti-human globulin, anti-igg, -c3d; polyspecific. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. Stn # 125242.